Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of atrial connector anomaly was not confirmed in the laboratory. Upon receipt, the header was noted to be damaged. The atip set screw was missing and not returned. The device was tested on the bench with a lab set screw for atip, and no anomaly was found. The lead bore diameters were tested on the undamaged portion of the header, and all measurements were found to be within specifications. The cause of the reported field event could not be determined.

Event description:
It was reported that during device change-out for eri, the right atrial lead could not be removed from device header.